Manufacturer narrative:
Additional information: d4, g1, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite x case study was returned. The tactisys log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The review of the case study confirmed the tacticath se and hd grid catheters were located in close proximity near the left pulmonary veins, and an increased force of approximately 40g was recorded. However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade and patient expiration remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a tamponade occurred, and the patient expired. Mapping was started in the left atrium with an advisor hd grid mapping catheter. The tacticath se ablation catheter was placed in the left inferior pulmonary vein through an agilis introducer during mapping; however, no ablation was performed during the procedure. The tacticath se ablation catheter and agilis introducer twisted at the base of the left inferior pulmonary vein and the contact reached 40g. The tacticath se ablation catheter was removed from the agilis introducer and the contact force was 1g. The patient became hypotensive, and a tamponade was noted. Multiple liters of blood were drained resulting in heart surgery being called. A sternotomy was performed, and it was found that the left inferior pulmonary vein was torn off on the lower part. The patient was in no-flow for more than 20 minutes and was pronounced deceased. It is alleged that manipulation of the agilis introducer and tacticath se ablation catheter caused a perforation in the heart. The torque of the agilis was used just before the perforation of the left atrium the device was discarded.